Event description:
It was reported that the keypad buttons were sticking, the rubber keypad was thinned and worn, and the painted symbols were faded. A family member stated that the buttons began sticking about 2 weeks ago and had progressively worsened, the rubber keypad thinned gradually over several months, and the symbols began to fade about six months ago. He stated that the patient wears the pump in a pocket with a clip, he does not use cleaning products on the pump, and he is still able to use the pump. He denied tears or peeling of the keypad.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responsive and required greater than usual force to activate. Evaluation found that the keypad button contact was inverted. Adhesive was found under the button contacts.